Manufacturer narrative:
(B)(4).this involved an unremediated infusion pump with user interface module master software version 5.03.00.evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a low lithium battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to a low/depleted lithium battery. The lithium battery was replaced to correct this condition.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the lithium battery is low; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.